Manufacturer narrative:
A customer safety advisory notice will be sent to all affected customers (update instruction sy092/13/2, customer safety advisory notice: syngo dynamics information system (sdis) versions 9.5 and va10a). It is recommended that with sdis implemented, the user should use dicom modality work list (dmwl) without sdis matching rules enabled or the user should not implement sdis. To remedy this issue, siemens will release a modification of syngo dynamics version 9.5 as well as syngo dynamics va10a. For patients who were treated with affected systems in the past, no measures such as additional treatment or aftercare are necessary. Service pack (B)(4) will be released to correct the software defect under ui sy094/13/s in q3 cy2013. A hotfix for syngo dynamics va10a will be released to correct the software defect under ui sy096/13/s in q3 cy2013.

Event description:
Siemens has become aware of a potential issue when using the syngo dynamics information system (sdis) matching rules of the syngo dynamics information system version 9.5 or va10a with a modality device configured to end a study at association close. When sdis matching rules are used and the modality is configured to end studies on association close, images and/or sr objects from the device may not be saved when sent to syngo dynamics. The risk that a study may be missing some of its images and/or dicom sr objects. There is no indication to the user that images and/or sr objections are missing from the study.